Event description:
Respiratory therapy (rt) director reported the following information: the patient was male and was hospitalized due to involvement in a motor vehicle accident. The rt on shift reported when entering the room, the ventilator was observed to not be cycling with orange lines on the monitor screen and the patient was in respiratory distress. Pre-event, the patient's oxygen saturations were staying at 98-100% on high fio2s, and during the event o2 saturations dropped to 88%. While manually bagging the patient the o2 saturations increased back to 98-100% and there was no permanent harm reported. The rt reported during the event the monitor screen looked like it was frozen and couldn't change any settings. The ventilator was removed from use and set aside for service. The manufacturer's service technician reported during evaluation and testing he was able to verify the reported problem of orange lines on the screen covering the initial ventilator data that is displayed upon power up but was unable to duplicate the report of the ventilator not cycling. The service technician reported the ventilator was cycling upon power up, and the touchscreen required more pressure than usual during testing and found the ir touchframe had been pushed in and up into gui. The service technician replaced the vga pcb board and reseated the ir touchframe to address the findings. Performance verification testing was completed and tests passed to operating specifications.